Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations. The device has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed one and a half years remaining longevity. Boston scientific technical services (ts) reviewed data and power consumption was high. Analysis showed that the device suddenly went to a high power condition a couple of days after implant. The power consumption of this device should be about 36 micfrowatts but it was consuming over 350 microwatts. The device was malfunctioning. Additional information obtained from the field which indicated that this device exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed one and a half years remaining longevity. Boston scientific technical services (ts) reviewed data and power consumption was high. Analysis showed that the device suddenly went to a high power condition a couple of days after implant. The power consumption of this device should be about 36 micfrowatts but it was consuming over 350 microwatts. The device was malfunctioning. Additional information obtained from the field which indicated that this device exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.